Manufacturer narrative:
Patient treatment files were reviewed and showed no anomalies with the capsulotomy. The laser system log files were reviewed and no indication of device malfunction during the surgical procedure was found. The doctor performed a vitrectomy. During a post-operative clinical follow up, the doctor reported to a lensar cas that the patient was doing fine. A lensar cas was present during four surgical procedures and they were without complications and the laser system as intended. Also, during the phaco surgery, the lensar cas coached the doctor to burp the bubble and then inject and hydro dissect as the doctor normally would.

Event description:
A doctor reported to lensar cas on 9/14 that he had an anterior radial tear with posterior extension.

Manufacturer narrative:
Patient treatment files were reviewed and showed no anomalies with the capsulotomy. The laser system log files were reviewed and no indication of device malfunction during the surgical procedure was found. The doctor performed a vitrectomy. During a post-operative clinical follow up, the doctor reported to a lensar cas that the patient was doing fine. A lensar cas was present during four surgical procedures and they were without complications and the laser system as intended. Also, during the phaco surgery, the lensar cas coached the doctor to burp the bubble and then inject and hydro dissect as the doctor normally would.

Event description:
A doctor reported to lensar cas on (B)(6) that he had an anterior radial tear with posterior extension.